Event description:
Patient reported inaccurate cgm values. Data was provided for investigation. Patient data was present, however no calibrations to confirm the reported inaccuracy were present within the investigation window. Confirmation of allegation could not be determined. Inaccuracy allegations are confirmed by comparing an entered meter calibration to the preceding cgm value. If a meter value confirming the allegation does not exist in the data, the investigation result is considered undetermined. Due to the lack of visibility to meter values not entered as calibrations, inaccuracy allegations cannot be disconfirmed.. Product was also provided for investigation. The product was evaluated. An external visual inspection was performed and passed. Performed voltage test and passed. Nordic bluetooth pairing test was performed and passed. Data log analysis was performed and failed. Finding related to complaint in cloud/inquisito data, no calibrations to confirm the reported inaccuracy in the log. Confirmation of the allegation was not determined via product and data. A probable cause could not be determined as the allegation was not found.

Manufacturer narrative:
Cmpl-(B)(6).